Manufacturer narrative:
The plaque control brush head is an accessory to the 2 series plaque control power toothbrush.

Event description:
Consumer complained about bristles falling out. No injury reported.